Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the suction channel of the subject device tested positive for aerobic gram-positive rods. The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3/4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to the third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, and the air/water channel of the device. In the evaluation of oekg the following was confirmed, light guide lens damaged. Light guide lens adhesive was porous and broken. Distal end cap damaged. The exact cause of the reported event could not be conclusively determined.